Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation to date. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The information for use (IFU) supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that the doctor performed a remote endarterectomy on the sfa. A dissection/perforation occurred in the proximal adductor canal in the sfa near the popliteal artery. The fluency catheter was deployed, antegrade, down the sfa. The catheter was withdrawn, as the position was not ideal. The system was flushed and inserted in the sfa again. The doctor tried to deploy the stent in the intended location, but it would not deploy. The deployment force was too high. The catheter and stent were removed. Another system was used and deployed successfully. The patient is fine.